Event description:
It was reported that during a fistulogram with angioplasty treatment procedure, a balloon rupture occurred. The 85% stenosed target lesion was located in the non calcified and non-tortuous basilic vein. This 8.0 x 40, 75cm gladiator balloon catheter was used successfully that resulted in a 10% residual stenosis and improved blood flow through the access. The number of inflations and to what atm is unknown. When angioplasty was repeated the balloon ruptured circumferentially at 20 atms. However, a portion of the balloon material detached and remained in the patient. There was no attempt made at retrieval. No further patient complications were reported and patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned within a sheath. The balloon material was torn circumferentially at approximately 30mm distal to the proximal transition zone. The distal portion of the circumferentially torn balloon is attached to the distal tip and is bunched up over the tip. The single lumen shaft was severely stretched. The sheath is situated on the single lumen shaft. An examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a fistulogram with angioplasty treatment procedure, a balloon rupture and detachment occurred. The 85% stenosed target lesion was located in the non-calcified and non-tortuous basilic vein. This 8.0 x 40, 75cm gladiator balloon catheter was used successfully that resulted in a 10% residual stenosis and improved blood flow through the access. The number of inflations and to what atms is unknown. When angioplasty was repeated the balloon ruptured circumferentially at 20atms upon the first inflation. The gladiator and sheath were removed as one unit. However, a portion of the balloon material detached and remained in the patient. There was no attempt made at retrieval. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).